Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the catheter broke in the scope working channel into two separate parts. Reportedly, a piece of the device detached inside the patient and was retrieved using the elevator of the scope. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.